Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system including an ipg on (B)(6) 2008. It was reported that she is without stimulation and unable to communicate with her ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this matter found that the alleged problem persists with use of the replacement charging system. The patient reportedly has other health issues unrelated to her scs system and needs an MRI. As such, surgical intervention will be undertaken to remove her ipg and leads for that purpose.